Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed empirically based on the information provided. Available information suggests patient factors have likely contributed to the event. As per information received, "poor grasping was suspected at the posterior leaflet due to leaflet calcification". Additionally, both leaflets were tethered, which may have further complicated adequate grasping of the leaflet, contributing to an slda post procedure. Furthermore, there was high gradient, which increased the tension on the leaflet and consequently on the implant. This elevated gradient also prevented the implantation of the second device, which could have helped to distribute the tension, increasing the risk of slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from france, edwards received notification of a pascal precision procedure in the mitral position. On pod 1, a single leaflet device attachment (slda) occurred. The patient had severe (4) mitral regurgitation (mr) at baseline. During the procedure, there was a very high gradient of 9mmhg at the fourth grasp in the central position. The device was then placed in a medial position to try to reduce the gradient. However, there was jet on both sides of the device and the gradient remained at 9mmhg. The strategy was then to place the device back in the central position, achieving a gradient of 5mmhg. Jets were still present on the medial side, but it was not possible to implant a second device due to the high gradient. Poor grasping was suspected regarding the posterior leaflet due to leaflet calcification. Therefore, a stress test was performed before releasing the second suture. The posterior leaflet was confirmed to be very well attached and did not move from the device. The decision was made to release the device, which was observed to be very stable after release. The procedure was considered completed with moderate (2) mr. On pod 1, slda occurred and mr increased to severe (4). A re-intervention was scheduled in (B)(6) with surgical implantation of a mechanical mitral valve. Per medical opinion, the perceived root cause of the event was grasping of the short posterior leaflet. The patient remained stable without cardiac decompensation.